Manufacturer narrative:
(B)(4). Date sent: 5/28/2024. D4: batch # unk. Additional information was requested and the following was obtained: are the device and cartridge truly not available? No. -does dr. (B)(6) still to use buttressing material? If so, what brand? And how many layers on this firing? Seamgaurd. -was this the first, second or third firing? Second. -were any unusual noises heard? No. -how was the hole in the stomach able to be repaired? Stomach side was fine. -are there any photos or videos of the procedure available? No. -can more detail be provided regarding the staple deployment and form on the patient side of this firing? Staples deployed normal on stomach side. -current patient status? Was doing good last week. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a robotic sleeve gastrectomy procedure that staples were only deployed on the patient side of the stomach. No staples were deployed on the specimen side. Cut line was clean. Same stapler was used throughout the remainder of the procedure. There were no adverse consequences reported.